Manufacturer narrative:
The navio handpiece, part number pfsr110137, serial (B)(4) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The handpiece tripped the fuse in the test setup. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is electrical failure in handpiece cable. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during a navio preventive maintenance, it was found that the handpiece caused a blown fuse in the siu and system displays error code 40000000000. No patient was involved. No other complications were reported.